Event description:
It was reported that during preparation it was found that the fiber was broken. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that during preparation it was found that the fiber was broken. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported complaint was confirmed based on media inspection of a photo sent by the customer. The photo shows a clear break along the fiber body. The IFU cited: "caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber". It is likely that the fiber broke while removing it from the packaging and/or inserting it into the scope. The interaction between the user and device caused or contributed to the observed fiber damage.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that although the fiber emitted energy, a fiber body break was observed at 38cms from the connector, therefore, energy could not travel to the working end of the fiber. The reported allegation was confirmed. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. It is likely that the break in the fiber body inadvertently occurred when it was being removed from the packaging or being attached to the console or when inserting it into the scope. The interaction between the user and device most likely caused or contributed to the reported event and damage to the fiber.

Event description:
It was reported that during preparation it was found that the fiber was broken. The procedure was completed with another of the same device with no patient complications.